Event description:
Boston scientific received information that right ventricular (rv) lead pacing impedance measurements fluctuated and ultimately reached greater than 2,000 ohms. Stored electrograms displayed intermittent noise leading to several inappropriate atrial tachy response (atr) bursts to be delivered. Ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes noted with oversensing were seen on the rv lead. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.